Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump did not deliver insulin. Patient reported high blood glucose of 524 mg/dl and was treated with insulin pump. Customer did not report whether auto mode feature was enabled at the time of incident. Troubleshooting occurred and customer was informed to call back if issues persist. Product will not be returned for analysis.